Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.